Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced a blood glucose of 22.8 mmol/l with no symptoms. The reporter indicated that the patient¿s blood glucose was 18.1 mmol/l prior to breakfast, the patient ate and was bolused for the meal but blood glucose levels elevated to 22.8 mmol/l. The reporter indicated that the site was changed prior to calling into animas. The reporter confirmed that there was no noted air bubbles in the tubing and no scar tissue, hardness, or bent cannula at the site. Animas attempted to follow up with the reporter to determine if the issue persisted; however, was unsuccessful at this time. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the implied allegation of a pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings:the pump was found to have corrosion in the battery compartment. When attempting to power on the pump there were no vibrations or audible tones, and the display screen remained blank. Testing of the alleged complaint was unable to be completed due to the pump not being able to power on. A leak test was performed and the pump was found to be leaking from the battery compartment. The pump was opened and not further evidence of moisture was found inside the pump.